Manufacturer narrative:
No investigation of the device in question was performed as the device was thrown out after the incident. Our clinical evaluation of the case is that there is no risk for the patient due to this event. The device is sterile and contains no toxic substances. The heparin content of the syringes is so small compared to the possible distribution in the total blood volume (4-5 liter) that it has no clinical impact as an anticoagulant if injected to a patient.

Event description:
This event is caused by a use error. Several nurses have, by mistake, used the pico50 sampler for intramuscular injection of medicine to one confirmed patient over 5 days. The nurses have not received training in the use of pico50, since they do not normally use this sampler. This event happened due to an internal error at the hospital where the central warehouse, by mistake, delivered the pico50 sampler instead of injection syringes. Both the secondary packaging (the box) and the primary packaging of the sampler are marked "not for injection" and this is also stated in the insert. No adverse event or reaction of the patient has been reported because of this event.